Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds. It was noted that the thresholds began to rise approximately one year ago as well as decreased r wave measurements. The patient was prescribed medication for the thresholds. The lead is still in use. No patient complications have been reported as a result of this event.